Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The atrial setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading. No other damage was found on the other setscrews and all seal plugs were intact and within normal specifications. Measurements were then taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Laboratory analysis confirmed the field observations that the atrial setscrew was not properly securing the lead during implant. It was determined that the setscrew cross threaded into the connector block so that it was not able to make optimal contact with the lead's terminal pin.

Event description:
Boston scientific received information that during the attempted implantation of this device, the atrial setscrew could not be engaged to properly connect the lead. No adverse patient effects were reported. This device was successfully replaced and returned for laboratory analysis.